Manufacturer narrative:
Device used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent a distal femur open reduction internal fixation (orif) surgery on (B)(6) 2017. During the case, at the end of the procedure while surgeon was removing a guide wire, the tip of the guide wire broke and surgeon was unable to retrieve the broken fragment. There was no reported surgical delay and surgery was successfully completed. The patient's outcome is reported as stable. This complaint involves one part. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Customer quality unit received a maude report forwarded from (B)(6); this report is against maude report mw5067234. Only additional and/or corrected information will be contained in this report. A copy of the maude event report is attached.